Manufacturer narrative:
Load cell.

Event description:
It was reported by service report that the head right load cell was fluctuating. There was patient involvement, however, no adverse consequences are reported.